Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune study arm patient ae pyelonephritis started (B)(6) 2022 and noted as unrelated to procedure and device. Readmitted to hospital (B)(6) 2022. As per discharge summary) - presented with rigors and confusion. 4-5 days history of intermittent rigors and sweating. Intermittent confusion. Temp 38.3 with sja. Right total knee replacement (B)(6) 2022; no pain, warmth, erythema to knee. Had staples taken out 3 days ago. 2 weeks ago, had one episode melena & one episode of black vomit, no fresh blood, no abdominal pain. Urine mcs (B)(6) 2022 - e.coli and pseudomonas aeruginosa. Commenced on IV tazocin and IV fluids. Knee xray (no concerns) review by orthopaedics / gastroscopy (B)(6) 2022 - gastric and duodenal ulceration, helicobacter pylori +ve discharged (B)(6) 2022. IV antibiotics. Outcome - resolved. Co-morbidities during admission: helicobacter serolgy positive, upper gi bleeding, hepatic cirrhosis. For follow-up gastroscope in 8 weeks. New diagnosis of cirrhosis with portal hypertension, referral to hematology clinic for follow-up. Orthopaedic review during admission, 'deemed knee not involved in current inflammatory state. Refer to discharge summary for full complete details. Patient status/ outcome / consequences; yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Infection, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe refer to discharge summary for full details of tests and results, is the patient part of a clinical study unknown, (B)(4). Device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.